Manufacturer narrative:
Product support (ps) tested the returned plasma sample for tni recovery on both triage cardiac panel and beckman access platforms. Ps also treated the sample for hama antibody interference. Duplicated customer results with returned specimen. Addition of hama blocker reduced beckman access result ca. 30%, but significance against occurrence indeterminate. Lot review indicated no failure against release specifications. Deficiency not established. No corrective action required.

Event description:
Triage cardiac panel troponin (tni) results <0.05 ng/ml on 3 draws, access tni results of 9.92 ng/ml and 12 ng/ml on 2 or 3 draws; customer suspects false elevation on access. However, possible false negative results with triage cardiac panel may lead to missed diagnosis for mi. The pt was seen in the ed, and pt was admitted to hospital but no other clinical info is available.